Event description:
The device was used during a thoraco right lung bullectomy. Reportedly, on the fourth firing, the instrument broke and would not fire. Another device was used to finish the procedure.